Event description:
Dexcom continual glucose monitor failed; was to be shipped replacement items due to arrive on (B)(6) 2023. Items have not yet been shipped and fedex projecting (B)(6) delivery, despite me being assured by manager that items would be sent overnight.